Event description:
It was reported that (1) device was used during a laparoscopic bowel. It was reported by the rep that after firing the atw35 device, the surgeon noted that only the distal staples fired (this was the first of the stapler). Another device was used to complete the case. There was no consequence to the pt.